Manufacturer narrative:
H3: product analysis of part # 7540020 ; lot # h5876507 visual and microscopic examination of the returned implant did not reveal any deformation to the female torx. The threads surface appears to be worn from threading into the bone screw but no signs of cross threading. The upper break off portion of the screw was returned. Functional evaluation with a sample bone screw found the set screw able to be fully engaged and removed from the implant without issue. After visual, microscopic and functional evaluation, the implant appears to slightly worn from the threading and seating of the rod. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis of patient was spinal stenosis. It was reported that, the screw plug was damaged. The setscrew was screwed in and occurred slippery thread. The surgeon felt that the hand felt abnormal, then took it out and replaced it with the new setscrew. Procedure or technique performed was open lumbar procedure. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G2: country of event - china. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.